Event description:
Info concerning this event was extracted from interviews with the participant's legal guardian and current treating physicians, as well as medical documentation provided by the treating hospital. The participant is currently in the open-label phase of the protocol. The participant was admitted to an acute care hospital in 2009 following approx two days of fever. On admission, the participant's fever had decreased to 100.4 degrees f and wbc 18.9 -from 103 degrees f and wbc 24 respectably-, chest x-ray was negative, ua profile was positive and blood cultures were negative. An initial urine culture was not sent. The participant was neurologically at baseline according to the treating physician. The dbs head and chest wounds were intact. The participant was started on IV rocephin the same day. His wbc decreased to 10 the next day and then to 8.7 the third day. He has been without fevers since the initial presentation to the hospital the first day(original date). The working diagnosis was urinary tract infection. There was no initial urine culture sent. Subsequent urine culture was submitted and has been negative. Additional daily contacts with the nursing team indicated that the pt was stable and responsive. The pt was discharged back to the nursing home in stable condition four days later, with a diagnosis of uti and on oral antibiotics -bactrim-. Three days later, according to the nurse at the nursing facility, the pt is doing great and is stable. There were no modifications of the dbs settings or system components.